Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (power off issue) could not be conclusively determined based upon the information from olympus omsi. If additional information is received, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed that olympus medical systems (B)(4) was received information from the user regarding a power failure of the subject device during laparoscopic surgery and that the field service engineer of (B)(4) confirmed through a video call that the power of the subject device was turned off fifteen to twenty minutes after startup. When the power of the subject device was cycled, the same power off issue occurred five to ten minutes later, and the top side of the rear panel had been heated at that time. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported power off issue was not duplicated, and also found that the subject device functioned without any problems. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.